Event description:
It was reported that an altitude alarm occurred. Reportedly, a new cartridge was loaded to solve the issue. Additionally, it was reported that an occlusion alarm occurred. Customer changed supplies to address the issue and resumed insulin delivery. The customer's blood glucose was 275 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.